Event description:
It was reported the cup introducer for the zimmer continuum shell has a screw that engages fully with the implant. This together with the adaptor is used to implant the shell. On three occasions now, the screw that engages with the shell has sheared off. On three occasions the fragments were able to be retrieved. The issue caused an unavoidable thirty (30) minute delay for each case. It was further reported that the hybrid offset shell inserter fractured during one of the cases as well.

Manufacturer narrative:
(B)(4). D10: 00780401520 straight shell inserter (B)(6). G2: foreign: united kingdom. Visual examination of the provided pictures identified part of the threaded tip has fractured off from both devices. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured tip. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.